Event description:
It was reported that the insulin pump alarmed button error. The reported blood glucose reading was 123 mg/dl. Troubleshooting was performed, but the alarm could not be cleared. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion on the electronic assembly, the keypad, and the motor.